Event description:
Patient had surgery on (B)(6) 2006 for umbilical hernia repair and states that it did not take right away. She felt like something was "punching her in the belly." Ultrasound showed mesh was in place. On (B)(6) 2009, patient had surgery for hiatal hernia repair and found mesh from (B)(6) 2006 surgery was embedded into patient's intestines. Patient had to have spleen and 8 inches of her intestines removed. One week after surgery, the patient developed a high fever. Another surgery was performed and more mesh was found. All mesh was removed, patient lost blood and had to have a transfusion, and also had a partial blockage in her intestines. Now patient has to watch what foods she eats such as nuts and certain meat to keep her intestines from getting blocked.